Manufacturer narrative:
The samples were collected in 7 ml lihep plasma tubes and were centrifuged for 10 minutes at 3800 rpm. Qc was performing within the customer's established limits the morning of the event. On (B)(4) 2011, system checks were performed and passed within instrument specifications after they had failed to meet instrument specifications two times prior. On (B)(4) 2011 a bci field service engineer (fse) discovered that a preventive maintenance had not been performed on the instrument for over a year. The customer did not have a service contract. Fse noted a spill on the middle mixer had seized the middle mixer movement. The fse replaced: the aspirate probes and tubing. The transducer tip along with the mixers and the mixer belt. Replaced the exhaust fan as well. Fse verified hardware per established procedures and noted that the results met published performance specifications. Although the fse performed hardware repairs at the time of service, a definitive root cause has not been determined for this event to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous elevated accutni results within the risk stratification range for one patient generated access 2 immunoassay analyzer. The erroneous results were not reported out of the laboratory; hence, patient treatment was not impacted by this event. The samples were repeated on the same unit and results above the acute myocardial infarction (ami) cut-off were obtained.